Event description:
A us distributor returned a charger/modem indicating that it would not charge a battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (does not charge battery) was confirmed. As received, the charger/modem would not charge a battery pack. Upon evaluation, there was contamination on the battery board and the q1 current controlling transistor was thermally damaged. The cause of the inability to charge is the contamination and thermally damaged component. The root cause of the contamination is ingress of an unknown contaminant. No adverse event resulted from the contaminated charger/modem.